Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture at the needle after the plunger was pulled back. This occurred for all four proglide devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.